Event description:
A malfunction was reported on the pump, which did not occur after any notable events. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.